Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was blank. Troubleshoot was performed. Customer inserted new battery but insulin pump display still blank. Customer was advised to remove the battery for 2 hours and reinsert. Customer was advised to call back if the insulin pump still blank. Insulin pump will not be returning for analysis.